Event description:
It was reported ¿/7; complete repair; display broken". There was no patient involvement and no harm. The status of the product at time of event was in testing.

Manufacturer narrative:
E1: (B)(6). Device evaluation: one device was returned for investigation. Visual inspection found: black pixels on the display, damaged dso sensor, cracked front housing, cracked rear housing and discolored keypad overlay. The complaint was confirmed. Root cause was listed as black pixels on the display. What caused this condition was not established. Display, dso sensor, front housing, rear housing, rtc battery and keypad overlay were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.